Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient said that the doctor would not take the pump out. The pump was alarming. The patient was in pain. The patient was going through withdrawal. The patient said she was in the emergency room (ER) twice, and the alarm was going off every 10 minutes. The patient said she looked like a drug addict from all the ivs (intravenous) in her foot because the ER couldn't find anymore veins. The patient said that the pump ¿goes through her spine¿ and was causing burning in her spine. The patient was discharged by their doctor, and the patient wanted the pump taken out. The patient had tried to call other clinics, and they did not want to remove the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine 250.0 mcg/ml at 138.18 mcg/day, bupivacaine 30.0 mg/ml at 16.582 mg/day, baclofen (brand unknown) 250.0 mcg/ml at 138.18 mcg/day, and dilaudid 4.0 mg/ml at 2.2110 mg/day via and implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump was alarming. The patient was in the hospital on the night of (B)(6) 2017, and they were not able to help the patient. The patient was given intravenous dilaudid and bupivacaine. The healthcare provider (hcp) dismissed the patient, and the patient needed saline put in the pump. The patient¿s pump went past the refill date without getting filled because the patient was discharged from her clinic. Although it was reported that the event date was (B)(6) 2017, it was also reported that the patient was supposed to get filled on (B)(6) 2017. The patient was using a home infusion service to get filled in the past. The patient was going to touch base with her primary care physician to see if she could get oral medication. The patient requested hcp listings. The patient did not have a hcp to fill the pump. It was noted that the patient¿s file was given to a device manufacturer contractor on (B)(6) 2017. The patient had not spoken with the contractor or anyone from the device manufacturer about this issue. There were no further complications reported.